Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lots (gd880799, gd879916) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011 the patient contacted the baxter technical service representative regarding an unrelated alarm and reported that he had peritonitis. The following additional information was obtained from a peritoneal dialysis (pd) nurse on (B)(6) 2011: the patient was diagnosed with peritonitis on (B)(6) 2011 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The nurse indicated the patient's pd effluent was analyzed (sampling taken on (B)(6) 2011) but the results were not available. The cause of the peritonitis is unknown. The nurse indicated the patient was treated with antibiotics (details not provided) and has recovered. The nurse did not know if the transfer set was replaced after the diagnosis. There was no allegation made against any of the patient's pd solutions or disposables. No further information is available

Manufacturer narrative:
(B)(4). This is report 2 of 4 for this incidence of peritonitis. As the date of this peritonitis episode is unknown the sample was not requested. Follow up information will be provided as it becomes available.